Event description:
Arthrex meniscal cinch was used on pt for repair of meniscus during left knee arthroscopy, possible medial and lateral menisectomy, possible repair. Arthrex device would not deploy when surgeon attempted to sue. Device was removed from surgical field and placed in original package. Second device utilized with no further issue. No apparent harm to pt.